Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator could not be interrogated while still in the box. The device was not used.

Manufacturer narrative:
Final analysis found that the complaint of unable to interrogate with radio frequency antenna was confirmed. Device image showed a total of 36.4 minutes of high telemetry power usage; this could cause the rf telemetry to be temporarily disabled to conserve battery power. Analysis performed after reloading product code did not find any anomalies and the rf telemetry was functioning properly during interrogation. Both inductive and rf telemetry measured distances were within product specification.